Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. Device not returned.

Event description:
It was reported that an occlusion alarm had occurred. The customer tried to resume insulin delivery and deliver a correction bolus to address a blood glucose (bg) of 450-500 mg/dl. The ketone level was large and was considered as being dangerous by a healthcare provider. The customer was vomiting and was hospitalized for diabetic ketoacidosis (dka). The customer was treated with zofran and intravenous insulin/fluids. Bg lowered to 117 mg/dl. The customer also stated that the bg was not checked often enough after consuming food. Reportedly, the customer had been using humalog in the cartridge for 3 days. Tandem technical support advised the customer that humalog was labeled for 48 hour use with the cartridge. Although requested, the customer's discharged date was not provided.